Manufacturer narrative:
The device was received with corrosion on multiple internal components. The pcb was removed from the device and connected to a power supply in order to be downloaded. The pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. A rotational sensor malfunction was observed at the end of the pods run. A leak test revealed a tear on the unexposed portion of the soft cannula which contributed to the corrosion on multiple components including evidence of fluid on the commutator cap. This caused the rotational sensor malfunction and reported 0x40 hazard alarm. A cracks were also observed on the top and bottom housing of the pod. It could not be conclusively determined if these cracks contributed to the observed corrosion. The timing and cause of the cracks could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided. The device was originally reported for a pod hazard alarm during operation.